Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. It was determined that the original cuff was too large so the aus was removed and a new one with a smaller cuff was placed. There were no additional patient complications reported.